Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection amikacin injection, intraperitoneally, 200 milligrams per bag (frequency and duration were not reported). At the time of this report, the patient¿s outcome was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital nine days after hospital admission. The cause of the peritonitis remains unknown. On an unreported date, antibiotic therapy was completed. The patient was recovered from the peritonitis event 18 days after event onset. Should additional relevant information become available, a supplemental report will be submitted.